Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. A cold reset was performed and external ram crc error. The customer's blood glucose level was unknown at the time of the incident. The customer also reported a crack on the insulin pump on the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.